Event description:
It was reported that the pt's hearing performance was good, but testing in situ carried out on (B)(6) 2011 shows that the device has malfunctioned. During an appointment on (B)(6) 2011, the pt's hearing performance was still good. According to additional information received on (B)(6) 2011, the pt's mother reported that the pt did not hear the sound frequently. Re-implantation is scheduled for (B)(6) or (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.